Event description:
On (B)(6) 2010, patient reported the down button on her infusion device stopped working sometimes. Patient stated she noticed last week it was working intermittently. Patient reported the button pushes in and pops out when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.